Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08321. Follow-up identified the prior lead revision took place on (B)(6) 2015 instead of the previously reported (B)(6) 2015.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08321. It was reported x-rays revealed the patient's leads have migrated. The patient denies any prior falls or trauma. As a result, surgical intervention was undertaken on (B)(6) 2015. The leads were explanted and replaced during the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08321. Further follow-up information confirms the previously reported revision date of (B)(6) 2015 is accurrate.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.